Event description:
Resident reached for handle and missed, instead hand got caught in release mechanism for sling, resident cut hand on removeable sling attachment and required stitches. One person involved.